Manufacturer narrative:
The sample was repeated for a 2nd time at the customer's site using roche analyzer, resulting in a cl value of 116 mmol/l. The field service engineer replaced the cl electrode. The customer performed patient testing and qc with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The cl electrode lot number and expiration date were not provided. Qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested for chloride (cl) on an electrolyte analyzer when compared to a different analyzer at a different laboratory. Initial result: 115 mmol/l. Repeat result: 104 mmol/l (tested on another analyzer).

Manufacturer narrative:
The customer questioned the initial result and repeated the sample on a cobas pro analyzer at a different laboratory. No questionable result was reported outside the laboratory. The repeat result was deemed to be correct. The root cause was due to a faulty installed chloride (cl) electrode (component failure). The service action of replacing the cl electrode resolved the issue.

Manufacturer narrative:
G1 contact office-manufacturing site was updated.